Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing fluctuating blood glucose (bg) levels (20-500 mg/dl). Reportedly, fluctuating bg's are due to the pump settings needing to be adjusted. Customer stated that their settings are being adjusted by their health care professional. Customer delivered boluses to stabilize elevated bg levels, and consumed food and juice to stabilize low bg levels. During troubleshooting it was found that the pump time was inaccurate. Pump time was 6 minutes behind. Tandem technical support instructed the customer to adjust the time.